Event description:
It was reported that during a percutaneous coronary intervention catheter breakage occurred. The lesion was located in the right coronary artery (rca) and was reported as tight. The maverick balloon was used to provide support to advance a non-bsc guide wire. The guide wire failed to cross the lesion. The physician decided to remove the balloon to exchange the guide wire. The proximal shaft of the maverick balloon catheter was removed but the distal portion remained in the rca. A forceps was used to successfully remove the broken part. The procedure was completed with another device. The patient remained stable and no complication has been reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).